Event description:
A distributor complaint report indicated that a malfunction code was received by a customer. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.